Manufacturer narrative:
Deflation of bilateral breast implants. Bilateral exchange with mcghan devices. Visual inspection identified no damage. Pressure testing confirmed the product is intact. The product met all manufacturing and quality specifications post manufacture.